Event description:
Physician reported during post-operative exam that pedicle screw implanted during on (B)(6) 2012 appeared to be broken.

Manufacturer narrative:
Sales representative received notification from physician that during post operative evaluation the patient appeared to have experienced breakage of a screw. No manufacturer lot number was able to be obtained. Therefore, a complete review of the product was not possible.